Event description:
It was reported that during a da vinci-assisted surgical procedure, the forced bipolar instrument broke during use and resulted in an injury to the bowel tissue. The instrument was being used on universal surgical manipulator 2, when the force bipolar instrument broke and cut the bowel tissue. The fragment was retrieved during the same procedure. It is unknown how the instrument broke and if there was any bleeding. The surgeon repaired the cut, and the procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received FDA manufacturer and user facility device experience (maude) database report mw5168573 stating: "while performing a robotic right inguinal hernia repair the bipolar forceps superficially snagged the patient's bowel intestine. The doctor removed the bipolar forceps and stitched the bowel. Upon removal of the instrument, it was noted to be broken. The instrument had been used 12 times, and this was the 13th time, and had two reprocesses left."

Event description:
Refer to h11 for follow-up information.